Event description:
On 21-jul-2025, the user reported that the device¿s touchscreen shattered when placed on a marble countertop. The ilet remained functional, and no interruption to insulin delivery was reported. Arrangements were made for the user to return the damaged device upon receipt of a replacement unit, with instructions provided for shutting down the current device, syncing data, and using a continuous glucose monitor via the dexcom application or receiver until the replacement is operational.